Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified this device has not been in for service previously. Unable to view error history log due to blank screen with constant alarm. The primary problem was replicated; found blank screen with constant alarm at power up. The cause was incomplete update process by customer. Used test top case method to solve reported problem and install v1.6.5 software. Performed power up process, preventive maintenance and all functional tests which passed. Replaced damaged left plunger case along with all the plastic parts of the plunger head.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no communication between pc boards, blank screen, and beeping. Broken syringe plunger driver. Software version: v1.6.5. There was unknown delay in therapy. There was no physical damage reported. There was unknown patient involvement.